Event description:
The handpiece was returned to the MFR for service, and during the investigation the device began to leak. There was no pt involvement during this event. This did not occur during a surgical procedure. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the MFR for service and evaluation. During the investigation, the device began to leak. Based on the investigation details, a possible cause was a failed e-box seal that caused the e-box to leak. Those parts were each replaced along with other components.